Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information: it was reported that the patient was seen on (B)(6) 2017. She was having increased pain, but has only used her device 17% of the time since last visit. Education done on programmer and recharger along with the importance of using the device more often for pain relief. She has a lot going on personally and has been overwhelmed by the device and maintenance. After our meeting today she felt much better. No further information reported.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient and from a consumer regarding the patient who was implanted with an implantable neurostimulator (ins) for spinal pain. It was reported that the patient¿s recharger was indicating that the ins was fully charged when the patient knew it was not fully charged because she had not had it on for four days. The patient had not recharged herself up recently either. It was noted that the patient was very vague with her description of the exact problem she was having with the equipment and continued to be vague when asked clarifying questions. It was determined through troubleshooting with the recharger and patient programmer that the ins was indeed fully charged. The patient understood but also mentioned that the ins had not been turned off as previously stated; the patient stated that the ins had been on. It was noted that at the healthcare professional¿s office the week prior to (B)(6) 2017, the patient was instructed on how to turn the ins off while recharging the ins and how to turn the equipment off, but the patient did turn the ins back on afterwards. The patient requested assistance with increasing stimulation. The patient was walked through the steps and was able to increase stimulation from 2.1 volts to 2.7 volts. The patient normally increased stimulation until she felt a tingle in her leg and then backs it off from there. It was noted that the patient was currently on group a and program 1. The patient understood that the equipment was functioning as it should and that the ins was fully charged. The patient was to keep stimulation at the new level and see if it resolves the reported symptoms. The patient was in a lot of severe pain and the pain was down the left leg. It was to the point that the patient couldn¿t comprehend what was going on and she could hardly walk. The issue began in the middle of (B)(6) 2017. It was noted that the patient was currently wearing a heart monitor. No further complications were anticipated. Additional information: received from the patient reported the stimulation in her back is like something is poking her from the inside out, turned stimulation up and down, off and on but none of the steps had any impact on it. Patient said it just feels like something has come loose and it is jamming her in her back and cannot lean. Patient also said she cannot lean up against it her back is tender and it hurts really bad. During the call the patient also reported stimulation helped with the pain, she had no pain in her legs right now, then said, it helps kind of but not all the time then later said the stimulator had never really helped. Patient said she thinks it is because when she lays in her bed and just goes to the bathroom (it does not hurt) but she cannot lay in bed all the time. Patient went to her healthcare professional (hcp) last month it was not as severe, but it is worse. Patient said she told a manufacturing representative about the issue last month and the rep told her to bring all her gear when she comes back. No further information.